Event description:
Reporter alleged obtaining discrepant blood glucose results of 122 mg/dl back to back with a result of 250 mg/dl when testing was performed within 1 min of each other on the advantage system. Reporter stated he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment was received. A request was made for return of the suspect device and a replacement was sent.